Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the cause of the reported incomplete coaptation/ single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was implanted. After deployment while assessing the valve, it was determined that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the anterior leaflet. Additional second clip was implanted to stabilize the slda. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.